Manufacturer narrative:
Zoll has not yet received the zoll thermogard xp ivtm system in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during system setup, the thermogard ivtm system (B)(4) was displaying error message tcmid:06 (post flash). No additional information was provided. There was no patient involvement reported on this event.

Manufacturer narrative:
The customer reported complaint of the thermogard ivtm system (sn: (B)(4) ) exhibiting a tcmid:06 (post flash) was confirmed through review of the event log and during functional testing. Pic-hsg found to be defective and was replaced to remedy the issue. Visual inspection was performed and found missing cold well cap, handle on the rotary head, seal rocker switch, screws at pivot display/handle and pan drip. In addition, screw on right and rear bracket, rotary head and prime cover were also damaged. Top lid and casters were loose. These damages are unrelated to the reported complaint. The thermogard is a reusable as well as serviceable device and was manufactured on (B)(4) 2011. Therefore, this type of physical damages found during visual inspection are characteristics of normal wear and tear for the life of the device. Archive log showed seven tcmid:06 errors occured on (B)(4) 2017, rather than on the reported event date given by the customer of (B)(4) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard with serial number (B)(4).